Event description:
Device 2 of 2. Reference MFR. Report#; 3006705815-2019-01748.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-01748. It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result, the patient's leads were explanted and replaced, and therapy was restored post-op.